Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2016) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), d.6b, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x3). As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (x2) which were implanted on (B)(6) 2013 and (B)(6) 2017. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per op notes, ¿the direct pseudo sac was excised. A large perfix plug (device 1) was inserted into attenuated inguinal floor in an underlay fashion. A piece of synthetic mesh was laid into inguinal floor on onlay fashion and sutured to pubic tubercle inferiorly to inguinal ligament.¿ (B)(6) 2017 ¿ patient was diagnosed with the left inguinal hernia thereby underwent open repair with the implant of perfix plug (device 2). Per op notes, ¿the inguinal floor was intact. Large cord lipoma and herniated bladder was freed up. A medium perfix plug (device 2) was fixed in internal ring. A synthetic mesh was fixed to pubic tubercle and internal oblique aponeurosis using sutures.¿ (B)(6) 2021 ¿ patient was diagnosed with left recurrent left inguinal hernia thereby underwent open repair with the removal of mesh (device 1) and implant of perfix plug (device 3). Per op notes, ¿a recurrence of the hernia was present superior to the external ring. The mesh (device 2) was transected. An extra large perfix plug (device 3) was placed and tissue of previous repair was well incorporated into mesh and secured using sutures circumferentially.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x3). As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (x2) which were implanted on (B)(6) 2013 and (B)(6) 2017. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.